Event description:
A tandem mobi cartridge alarm during pumping was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to remove the cartridge, deliver a 9-unit bolus, and then successfully reload the cartridge to resume insulin therapy, resolving the issue.